Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the tip of the outer tube and next to it the burr tip of the device. A metal debris can be seen at the side. The inside of the outer tube seems to have a stain. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that the assembler must inspect the device/packaging for particulate and foreign material by examining all sides/angles. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, after opening the abrader blade package, metal chips fell from it. The procedure was completed using a back-up device, but it is unknown if there was a delay. No further complications were reported.